Event description:
As reported, in 2000, the patient was implanted with gore excluder aaa endoprosthesis. A CT scan taken in 2008, revealed that the aneurysm is growing with no evidence of an endoleak. The sac has grown from 6.6 cm x 4.8 cm to 7 cm x 5.3 cm. Further investigation is being conducted.